Event description:
Additional information received from the consumer reported that it was taking 2-3 hours to charge. Then there was an issue with the controller battery where it showed full then empty and stimulation turned off. Resetting the remote got it to work better. The patient got a new cable and now it charged in a hour and fifteen minutes and stimulation was good.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# unknown product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the controller is being very erratic for a day and half ago. Patient services specialist (ps) asked patient to connect with the controller and controller shows ins low orange, controller 90% charged and is group a, p1@4.5v, p2@3.5v, p3@3.5v, p4@3.5v. Patient stated she checked the ins half hour to 45mins ago and ins was at 50% and now its low and she is not feeling stimulation or getting relief. Patient stated last night ins was at 90% when she went to sleep and next morning ins is at zero and she charge the ins every night. Patient stated the ins is draining quick. Patient increase the stimulation to 7.2v and she felt little numbness in the legs and easing the pain in the back a little. Ps asked if patient had a fall or trauma and patient said no. Ps reviewed device function and usage / setting can affect how often the ins need to charge. Ps reviewed the controller is functioning as it should. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt called and was struggling to spell their own last name when they were providing phi. Pt said "I'm sorry. I am in so much pain I am having trouble." The line disconnected before pt could provide phi. Event date and hcp information not gathered because the pt disconnected call. Additional information was received from the patient. It was reported that pt said they went to their healthcare provider (hcp) and met with their rep last week. Pt said the rep changed their settings (which seemed to help). Pt said it takes them 2 hours to charge the ins every night and the ins battery runs down very quickly and sometimes just turns the stimulation off. Pt said their issues started about 3 weeks ago. Pt said they had looked at their controller once, it showed the ins in the orange, they reset the controller and then it showed ins at 50%. Pt said the ins battery seems to drain quickly at night and while they are sleeping even though they turn the stimulation down low (drains about 50-60%). Pt mentioned if they are not doing anything, they are not in pain, but if they stand at the sink too long or do anything out of the ordinary, then they are in pain. Pt said when they met with the rep and hcp, they checked the stimulator out and said it was ok. Pss reviewed device function with pt and redirected them back to their hcp/r ep for further assistance. Pt was frustrated on the call and thought their issue was related to the li battery or controller. Pss reviewed ins battery depletion and programming would need to be address by a mdt rep/hcp. Patient called back and stated the controller is acting erratic in the last day and half ago. Ps reviewed device function.